Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have concerns with loose drive support cap. Customer's blood glucose was over 500 mg/dl. Device passed the self test. Customer had been off the device for three days. Customer wanted the device to be replaced. Customer will not be returning the device for analysis.